Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no non conformances. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report is being filed for the delay in therapy that the patient experienced due to the complaint.

Event description:
The initial reporter stated that the pump "was not responding" and that they couldn't turn the pump off. They stated that this resulted in a delay in their feeding of seven and a half hours. They stated that the patient does not have any other feeding methods available. Mmdg did follow up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. (B)(4).